Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. The issue reported was "error 46442". The device has not been in for repair in the last 12 months, the device was in good condition with no physical damage found. Customer problem was confirmed. Error code 46422 was displayed in the device information. The cause of the primary problem was unknown. Actions taken were to clear error code., perform software update, and execute a long-term test.

Event description:
It was reported there was "error 46442". There was unknown patient involvement reported.